Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an approved cartridge and handpiece combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A consumer called to report that after having a multifocal intraocular (iol) implanted, she has had blurred distance and near vision which interferes with reading and seeing her television. She also had capsule haze that required a laser treatment, which didn't seem to improve her vision. Her surgeon told her she had minimal uncorrected astigmatism contributing to the blurriness, which she had prior surgery, as well as a dry eye condition that was also pre-existing. She has to wear glasses, which she thinks do not work well because of her pre-existing dry eye issues. The consumer is going to continue to follow with her optometrist for her dry eye mgmt. Additional info was received from the surgeon who reported that she does not consider there to be any event. The surgeon reported that the consumer is taking some oral medications that can cause light sensitivity as well as dry eye symptoms. There are two medical device reports associated with this event. This report is for the left eye.